Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic pain') and genital haemorrhage ('severe bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t go essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain/abdominal pain"), infection ("infection"), migraine ("migraine"), abdominal distension ("bloating"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), post procedural infection ("complication during removal surgery"), bladder disorder ("bladder/urinary") and urinary tract disorder ("bladder/urinary"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, infection, migraine, abdominal distension, menorrhagia and post procedural infection outcome was unknown and the bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal distension, abdominal pain, bladder disorder, genital haemorrhage, infection, menorrhagia, migraine, pelvic pain, post procedural infection and urinary tract disorder to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events per pfs: menorrhagia, post procedural infection, bladder/urinary problems, essure confirmation test not done were added. Essure insertion and removal date were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("severe bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), infection ("infection"), migraine ("migraine") and abdominal distension ("bloating"). The patient was treated with surgery (surgery to remove the essure). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, infection, migraine and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, genital haemorrhage, infection, migraine and pelvic pain to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.